Event description:
On 17th april 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, the swivelock screw cracked when trying to implant into the bone. This was detected during an unspecified procedure on (B)(6) 2026. Additional information received on 21st april 2026: the procedure was completed successfully as usual. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.